Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. The stent was microscopically examined. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the distal end of the stent had struts that were flared, bent and stretched. The stent was stretched past the distal markerband down to the tip. The tip was damaged. There were numerous hypotube kinks throughout the device. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 4.50 rebel stent was selected for use. However, when the device was removed from the packaging and being put onto the wire, it was noted that the stent strut was deformed. The device was never used inside the patient's body and the procedure was completed with another of the same device. No patient complications were reported and that patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 28 x 4.50 rebel stent was selected for use. However, when the device was removed from the packaging and being put onto the wire, it was noted that the stent strut was deformed. The device was never used inside the patient's body and the procedure was completed with another of the same device. No patient complications were reported and that patient's status was fine.